Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient had systemic infection and there was pus in the pocket. There were no additional adverse patient effects reported. The rv lead was explanted.